Event description:
It was reported, the device had become unpaired from the remote monitoring application via bluetooth (ble). Troubleshooting was performed but was unsuccessful. An in clinic follow up is anticipated but has not yet been performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.